Event description:
It was reported that approximately 1 month post implant of a bifurcated device, suprarenal aortic extension and limb extension, the limb extension occluded. Reportedly, the patient came in emergently three weeks after implant, and a computed tomography displayed the left limb occluded. Therefore, the physician treated the patient with a fem by fem pass, and the patient is doing fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the clinical review, the reported event was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The root cause could not be determined although off-label use of the device in a patient with bilateral iliac angulations of greater than 90 degrees and the left common iliac artery diameter being greater than 2.5 cm were likely factors. The patient anatomy and peripheral vascular disease likely contributed to the stent collapse seen in the clinical review. From the clinical review it could not be determined whether a device issue contributed to the reported event.